Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed 1 non-sustained tachycardia event of less than 220 miliseconds ventricle to ventricle cycle recorded on 2014-(B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk ICD, implanted: (B)(6) 2010; 4194 lead, implanted (B)(6) 2010. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing on the right ventricular (rv) lead. Reprogramming was done and the lead remains in use. No further patient complications have been reported as a result of this event.